Event description:
It was reported that the device provided several readings in the 7-10 percent range. Normally, the spco would read 0-5 percent. The light was minimal (darker room), and motion was not a factor. No consequence or impact to patient.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.